Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, isolated to an integrated circuits (ic) anomaly, which depleting the battery and resulting in the reported event.

Event description:
It was reported that the device was explanted and replaced. The patient was stable and there were no adverse consequences.

Event description:
During an in-clinic follow-up, the device was not able to be interrogated. No intervention has been performed at this time. The patient was stable with no consequences.